Manufacturer narrative:
Manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found damage to front cover. The printed circuit board (pcb) and pole clamp was damaged. The device has sicu written on water tank and top of the unit. Functional testing performed confirmed the reported issues. The root cause of the issue was due to the customer - improper handling. The printed circuit board, front cover, pole clamp and float switch was replaced.

Event description:
It was reported that there is a broken front case/missing led's and no audio alarms. All of these pumps were found this way during annual inspection. None of them were in use at the time.